Manufacturer narrative:
Correction the following fields were updated due to additional information: d10: device available for eval: no. D10: returned to manufacturer on: na. H6: investigation summary sample that arrived was a different model number than what was reported. The returned sample will be investigation under a different MDR. The customer complaint that there was air in line could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 20116054 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 18nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss cv bv pump had air in the line that caused the alarm to go off. The following information was provided by the initial reporter: "the pump alarmed ¿air in line.¿ when the nurse investigated, there was a section of the tubing at the point of the pump with air."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 3ss cv bv pump had air in the line that caused the alarm to go off. The following information was provided by the initial reporter: "the pump alarmed ¿air in line.¿ when the nurse investigated, there was a section of the tubing at the point of the pump with air."